Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciprocal blue broke during use; the outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
The returned reciproc blue file r25 8/100 25mm 025 is broken in the active part (uncertain conditions). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1343369 and #1352594). Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu). Additional information was received indicating that the patient's tooth was extracted.